Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of an m4: motor alarm caused by the motor overheating was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis. The motor was unable to be returned due to current global restrictions. This file will be reopened with further analysis if the motor is returned for testing. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The centrimag motor IFU, in section titled "warnings," indicates that the motor may feel warm to the touch. Overheating is confirmed by a motor over temp console alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system. The labeling has an emergency/troubleshooting section for the primary console. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console to continue patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 (method code): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of an m4: motor alarm caused by the motor overheating was not confirmed. The centrimag motor (serial number (B)(6)) was functionally tested by the ppe department and under work order on 16sep2020 and was found to perform as intended. Atypical alarms and events were unable to be reproduced throughout all testing. No log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined by this analysis. Review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The centrimag motor IFU in section titled "warnings," indicates that the motor may feel warm to the touch. Overheating is confirmed by a motor over temp console alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system. The labeling has an emergency/troubleshooting section for the primary console. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console to continue patient support (section 8 ¿emergency/troubleshooting¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with ards (acute respiratory distress syndrome) due to covid-19 was "rescued" on (B)(6) 2020 at 2pm by the mobile ECMO team. The patient was cannulated, mounted on venous ECMO, and transferred to the cardiovid clinic, with flow at 5.5 lpm. Upon arrival to the clinic at 4:30pm, the motor was a little warm to the touch but no change was made because it was thought the warmth was due to the pump providing maximum flow and the patient had a temperature of 40 degrees c. At approximately 1am on (B)(6) 2020, the pump issued alarm m4 - engine overheating. The pump speed decreased and the engine stopped. Healthcare providers tried to restart the engine but it was not possible. The patient presented severe hemodynamic compromise, requiring resuscitation and high inotropic support, the group immediately made the switch to the back up engine. The patient was unstable during the early hours of the morning of (B)(6) 2020. It was reported the patient was stable after the event but remained very critical due to the underlying pathology. The patient remained in the ICU (intensive care unit) for covid-19 in critical care. No further alarms occurred after the exchange.